Event description:
It was reported that after connecting a smiths medical fluid warmer with a blood transfusion line, when the customer attempted to pass medical fluid (physiological saline solution) through it at a pre-use check, he noticed the fluid was leaking from the product's female connector. He made another two or three attempts, but the phenomenon persisted. No patient involvement.

Manufacturer narrative:
Returned device was received with a broken luer. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to the supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.